Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following field: h3, h6. The following field was corrected: h8. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified. Based on the results of the investigation, malfunction most likely occurred due to stress of repeated use, external factors, or handling of device. However, a specific root cause could not be determined. The events can be detected and prevented in accordance with the following sections of the instructions for use: "it was confirmed that instructions for the tracheal intubation fiberscope lf-tp/dp/gp chapter 3, ¿preparation and inspection¿ section 3.2, ¿preparation and inspection of the endoscope¿ describes how to inspect for the subject event." Olympus will continue to monitor the field performance of this device.

Event description:
It was observed that during the device evaluation, the tracheal intubation fiberscope exhibited peeled coating of the image guide hose. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.